Event description:
Boston scientific received information that fluctuating impedance measurements with increased pacing thresholds were initially observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. A defibrillation threshold (dft) test was then performed with success. Recent follow up, however, noted impedance measurements of more than 2000 ohms. The physician considered possible microdislodgment of rv lead, however, he considered the results can also be associated with patient underlying pathophysiology, hypertrophic myocardiopathy. The physician will continue to monitor the patient. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient had a follow up recently in which they confirmed that the electrogram (egm) was clear. A high pacing impedance at greater than 2,000 ohms and high threshold was still observed. However, all other measurements were stable. They reprogrammed the device to monitor only zone at 150 bpm and cutoff vt zone at 190 bpm. The patient will have a continued follow up in an unspecified date.